Manufacturer narrative:
Reported event: -customer reported that the mako straight reamer shaft broke during reaming. Device evaluation and results: -device evaluation was not performed and the straight cup reamer handle event was not confirmed. Device history review: -review of the device history records indicate 65 devices were manufactured and accepted into final stock on 11-08-2012 with no reported discrepancies. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: -a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding failure of catalog: 207084, lot #: 06020712. There have been no other events for the referenced lot number. Conclusions: -the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: -as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. (B)(4). Device was not returned for evaluation.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the straight reamer shaft broke during reaming. The surgeon successfully implanted the cup. The case was completed successfully and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the straight reamer shaft broke during reaming. The surgeon successfully implanted the cup. The case was completed successfully and there was no harm to the patient.